Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during implant of the patient's right lead, the stardrive tower was not attached to the stardrive body to hold the dbs lead at the correct target. As a result, the depth stop was placed on the drive incorrectly and the lead traveled deeper than desired. The error was discovered and the lead was placed on the tower correctly and the lead location was confirmed correct with a CT scan. It was noted the surgical team was inexperienced and missed a step to place the tower on the stardrive. The rep also noted they themselves failed to recognize the step was missed. The issue was resolved. It was noted the patient experienced right eye six nerve palsy; their recovery was to be monitored over the next six months. No further complications were reported as a result of this event.